Manufacturer narrative:
G4:29dec2020. B4:08jan2021. H11 the philips service engineer replaced the power supply, power management board, and battery to resolve the reported issue. V60 tested fine after replacing the battery. Unit was fully tested and has been returned to service for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:30mar2021. B4:08apr2021. Battery was returned to failure investigation (fi) for testing and evaluation. The complaint is duplicated. The root cause cannot be determined without opening battery package. Unit will be returned to manufacturer for analysis. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:16dec2020 b4:(B)(6) 2020 the battery was just placed during last year¿s preventive maintenance (pm) but apparently needed to be replaced again. There was a battery failure alarm message on screen. The customer confirmed the problem was resolved by a philips service engineer. The main board and battery were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:(B)(6) 2021, b4:(B)(6) 2021. Additional information was received and confirmed that the philips service engineer replaced only the battery to resolve the reported issue. V60 tested fine after replacing the battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The biomed reached out to philips remote service engineer (rse) and reported battery light emitting diode (led) is not on and the unit is not charging the battery. The biomed advised the battery is less than a year old and an error code consistent with battery failure was in the significant event logs. The biomed requested onsite service for power management (pm) printed circuit board assembly (pcba) replacement under field change order (fco)86600050 and the biomed provided part number for pm pcba. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.